Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for angina. It was reported that the patient had poor telemetry or no telemetry with recharging. The patient mentioned a previous difficulty charging situation that was resolved by using the antenna locate (al) feature. The patient tried connecting the recharger to the ins. The patient noted not using the therapy in over a year. The patient was implanted as a heart patient for angina pain and the patient had a heart surgery and no longer needed the therapy, so he had not used or charged the ins in that time. The patient mentioned have a laser heart surgery, stating his heart was fine for over a year. The patient also mentioned a heart surgery unrelated to ins/therapy in (B)(6). The patient noted that his chest pain is returning, and he wanted to use the ins therapy again. The patient was redirected to the healthcare provider to address possible overdischarge. The potential for overdischarge and end of service (eos) was reviewed, per implant date. The patient was asked if he ever saw a doctor on the screen and the patient mentioned seeing a doctor on the screen a couple times previously, code asked/unknown. The patient was not able to communicate with another external device and patient confirmed poor communication. It was recommended that the patient not attempt an al, however the patient insisted on starting the al on his own. The risks of attempting an al while in overdischarge were reviewed. The patient did not note the result of the al. The ins appeared to be in the same state as it was prior to the al. The issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (B)(4) 2018. The representative spoke with the patient, who indicated that nothing further needed to be done. The patient got the device explanted because it was not giving him enough pain relief. The device had been implanted for angina pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was pt said their ins wasn't really hitting the areas they needed it to, then their ins went dead so they had it removed (ins implanted for angina pain- neck and jaw). Pt said they had the ins removed about 3 years ago (pt has abandoned leads; event date asked unknown as pt did not confirm a year). Pt said they think they had a stroke this weekend and need an MRI (just got out of the hospital). Pss reviewed MRI guidelines and provided pt with number for tech services. Pt mentioned that they have had MRI's in the past. Leads are implanted in pt's shoulder blade.